Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure resistance was encountered while advancing the delivery system. The stent was dislodged from the delivery system as the delivery system was retracted into the guiding catheter, contrary to instructions for use. The stent was retrieved and the procedure was completed. No pt injury was reported.